Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric lesion in the deep femoral artery with moderate calcification and 90% stenosis. An armada 35 6x100mm percutaneous transluminal angioplasty (pta) balloon catheter was soaked and air aspiration was performed prior to use. The armada was advanced toward the target lesion and the balloon ruptured at 9 atmospheres on the third inflation. The armada was removed from the anatomy and the lesion was checked using intravascular ultrasound (ivus). It was confirmed that the lesion was dilated enough and a non-abbott stent was used to successfully treat the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.